Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic gastric sleeve." Event description: cer 1 of 2: (B)(4). Cer 2 of 2: (B)(4). "Happened in both first case and second case. Part of the seal fell off in the patient and they had to go retrieve it. Happened in the middle of the case. The surgeon was using the trocar." Type of intervention: "procedure completed with new trocar." Patient status: "they couldn't state anything about potential future complications, but nothing was wrong then."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #mw5074111.

Event description:
Additional information was received via email, from sales associate on tuesday 2-jan-2018: "materials said he sent back all items, so if they aren't in the box they must have disposed of them." Additional information was received via mail, from FDA, medwatch #mw5074111 report on 11-jan-2018 "trocar [competitor] inserted in patient and was using the []clip applier when the seal of the trocar broke off inside the patient's abdomen. The surgeon retrieved the seal and all pieces. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced: yes." Additional information was received via email, from sales associate on thursday 18-jan-2018 "in regards to the [competitor] product, there are no [competitor] trocars in the facility so it wouldn't be possible for them to be using a [competitor] trocar. They have misused a companies name with certain products before, they told us our bag failed when it was [non-applied] bag. In one of the pictures submitted you can see the seal part broken off from our trocar. "